Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the device was handed off to be connected to the leads when wireless telemetry could not be established. After inductive telemetry was established, the device was removed and "gray bar" was observed along with wireless telemetry not available. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. Analysis indicated the integrated circuit to have a dis continuity/open. Hybrid analysis confirmed the no tel-c condition and determined that the failure was due to a highly a resistive pin in the radio frequency module (rfm). The signature is consistent with the cause being the consumption of the nickel vanadium (ni/v) under bump metallurgy (ubm) in the rfm solder bump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.